Event description:
It was reported the video system center had no image, front panel flickers and buttons not responding. The issue occurred during preparation for use before an unespecified procedure. There was no delay and patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. The device was returned for evaluation and the customer's reported issues were partially confirmed. It was confirmed that the there was no image and the front panel switch failed to function, however, the flickering on the front panel was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issues occurred due to a faulty socket. Olympus will continue to monitor field performance for this device.